Event description:
As reported, after connecting to the radial artery, this disposable pressure transducer was tried to be zeroed with no success during ten minutes. After finally completing the zero, pressure values provided started coming down. There was no error message nor abnormal waveform. Issue was solved replacing the device. There was no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.